Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was an issue with the main board and flexible circuit board. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that there was something sticky on the battery contacts. Repair description: issue with the main board and heart lead flex. The battery contacts were cleaned and the main board and heart lead flex were replaced.

Manufacturer narrative:
(B)(4). Result codes, conclusion codes (removed), summary of analysis results. Product event summary: analysis found that there was something sticky on the battery contacts. The battery contacts were cleaned and the main board and heart lead flex were replaced to satisfy the field advisory repair. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was returned for field advisory repair. The external pulse generator (epg) was analyzed and was found to have a contamination issue. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.